Event description:
It was reported to medtronic minimed that the customer experienced damage. The customer reported no adverse event. The event involved product(s) mmt-1712k. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1712k was requested and it was returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit p-cap did not lock properly in place due to cracked retainer and cracked reservoir tube lip. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked reservoir tube lip, cracked retainer, and corroded battery tube. Alleged cosmetic damage was not confirmed at the back of the pump(crack), but other cosmetic damage confirmed where scratched case, pillowing keypad overlay, cracked reservoir tube lip, cracked retainer and corroded battery tube was noted. Reservoir unable to lock into place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.